Event description:
A complainant alleged that approximately four (4) years ago, she experienced an allergic reaction with symptoms of coughing and was unable to breathe, after being exposed to caviwipes.

Manufacturer narrative:
The patient used an albuterol inhaler in order to alleviate her symptoms. To date, the complainant is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no investigation can be conducted.